Event description:
Customer reported that a pyxis medstation es system has experienced several application malfunctions. The customer reported the device will go to a black screen during medication pulls. Customer able to access the required medication by rebooting the station. Rebooting the station causes delay to patient care. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis medstation es system has experienced several application malfunctions. The customer reported the device will go to a black screen during medication pulls. Customer able to access the required medication by rebooting the station. Rebooting the station causes delay to patient care. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). Investigation pending: this report will be updated once the device is inspected by the manufacturer.

Manufacturer narrative:
Updated section d4: device serial number. Originally submitted as 15992218. Updated section h4: device manufacture date. Originally submitted as 15-apr-2021. Then corrected information in section d4:device serial number to (B)(6). Corrected information in section h4:device manufacture date to 20-apr-2021.

Manufacturer narrative:
Updated information in section d4: section d4 changes: model number to 323. Catalog number to 323kmat. Unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jul-2020 to 08- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the logs did not reveal any errors, and no exact details were provided by the customer to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
Customer reported that a pyxis medstation es system has experienced several application malfunctions. The customer reported the device will go to a black screen during medication pulls. Customer able to access the required medication by rebooting the station. Rebooting the station causes delay to patient care. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm.